Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurements since 2017, reaching out of range values. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This lead remains in service.